Event description:
The device was used during a j-pouch procedure. Reportedly, the staples did not form properly and there was bowel leakage. The surgeon manually sutured to complete the procedure. The hosp has reported no patient injury occurred.